Manufacturer narrative:
Report source: materials resource management. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an insulin drip was started on the patient, cosigned and then the entire bag was found to infuse too quickly and leaked from a hole in middle of tubing. The patient was evaluated with no appearance that the medication was infused.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an insulin infusion was initiated in the ER, the user noticed a leak from a hole in the tubing resulting in the bag to infuse too quickly. The patient was evaluated however determined that no insulin was received.